Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the log files retrieved from the returned pump confirmed the report of flow decreasing to 0 lpm followed by an increase in flow, a specific cause for these events and the suspected ingestion of thrombus or tissue could not be conclusively determined through this evaluation. The evaluation of heartmate 3 lvas, did not reveal any device-related issues. It was reported that the patient underwent a pump exchange on (B)(6) 2020. Pump was returned assembled with the pump cable severed approximately 2¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. Additionally, the sealed outflow graft and the apical cuff were not returned. Examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Evaluation of the lvad log files retrieved from (B)(4) revealed that the flow appeared to steadily decrease on (B)(6) 2020 starting at 06:39:11 pm, until it reached 0 lpm at 06:41:14 pm. The set speed was changed from 5200 rpm to 4700 rpm at 06:43:03 pm, and a period of elevated flow values was observed from 06:43:31 pm through 06:47:16 pm, reaching values up to 9.5 lpm. These elevated flow values were associated with rotor instability events. Flow typically ranged between 2.2 and 4.3 lpm through the remainder of the data; however, additional periods with rotor instability events were observed from 08:01:52 pm through 08:05:05 pm and from 08:41:48 pm through 08:42:23 pm. Although a specific cause for these events could not be conclusively determined, these findings could be consistent with the report of suspected ingestion of thrombus or tissue. Despite the observed changes in flow and rotor instability events, the pump appeared to have functioned at the set speed prior to being powered off. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pump was explanted and exchanged. It was later reported that the pump was exchanged due to suspected device ingestion of thrombus/tissue.